Event description:
During a diagnostic procedure, air was aspirated at the same time when aspirating blood from the side-port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration, not available in the us and is therefore not referenced in the gudid database.